Event description:
It was reported the patient died 20 days after implant of the ventricular lead. Further reported the lead had been implanted with the checks the next day reported to be okay. An autopsy was performed. The cause of death has been requested and not received. There is no allegation by a health care professional that the death was device related.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found.